Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of foam particles. During the evaluation, foam particles were visible inside the assembly. As requested by the customer, the device was scrapped.